Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction surgery with mentor athena study gel devices on (B)(6) 2016. Adverse event # 3. Contour deformity, (left side, implant serial number: (B)(4)). On (B)(6) 2022, she presented with contour deformity complicated by moderate breast pain. The principal investigator assessed this event as moderate in severity, non-serious, not related to the device, definitely related to the breast. Adverse event # 4. Ptosis, (left side, implant serial number: (B)(4)). On (B)(6) 2022, she presented with ptosis. The principal investigator assessed this event as moderate in severity, non-serious, not related to the device, and not related to the procedure.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022 , additional information received indicated that the patient also experienced on the left side breast mass, and impaired healing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on aug 17, 2023, indicated that the patient underwent replacements with l) ref: 3503751bc; lot-sn: (B)(6). On (B)(6) 2022. Removed patient codes anisomastia, cutaneous contour deformity, breast pain, breast cyst, and wound infection. Reason for device explant and/or reoperation: impaired healing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2023 indicated that the patient also experienced left sided wound infection. The date of implantation updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).